Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an drg system explant (ref manufact number:1627487-2025-04050), a portion of the l4 lead was left implanted. In turn surgical intervention took place wherein the lead fragment was explanted.